Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer fell and the touch screen became shatterd and unresponsive. There was no reported impact to cusotmer's blood glucose due to this issue. The customer reverted to an alternate method in insulin therapy.